Manufacturer narrative:
Concomitant medical products: etcf2828c49e, sn (B)(4), expiration date: 2017-04-06, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The proximal aortic neck measures from 24-26mm in diameter within 15mm aortic neck length. It was reported that the all endurant stent grafts were deployed without issues. After angioplasty, final angiogram revealed a proximal type I endoleak. There was about 5mm of space between the top of the endurant stent graft and the renal artery. The physician elected to implant an endurant 28x28x49 aortic cuff without issue. However, the proximal type I endoleak persisted but was reduced from original angiogram. The physician implanted five aptus endoanchors in the proximal aortic neck and final angiogram still showed a small proximal type I endoleak. The physician stated that patient has thrombocytopenia which may have contributed to the proximal type I endoleak, however, the physician does not know the exact cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.